Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for anterior pain post fall, hemarthrosis event is not serious and is considered mild there is a remote possibility that the event is related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2004 date of event (onset): (B)(6) 2022 (left knee) treatment: aspirated prepatellar bursa without any purulent fluid. Patient is also on xarelto so a bleed is likely.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.